Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change from black-and-white to fully black, resulting in failure to achieve vascular closure. Manual compression was used to complete the procedure. There was no reported patient injury. The indicator wire cowling locked properly and an audible click and pulsatile flow were observed. The exoseal vascular closure device (vcd) and the non-cordis sheath were retracted together until bleed back slowed, with no black seen in the indicator and no red displayed in the indicator window. The physician kept their thumb on the plug deployment button during retraction, and upon device removal, the indicator wire loop was in an ejected state. The procedure used a retrograde approach, and the exoseal vcd was applied during an interventional procedure. The operator was trained, and the device was stored and prepared according to its instructions for use (IFU). No damage to the device or packaging was observed prior to use. Angiography verified an insertion angle of approximately 40 degrees, and the vessel diameter was greater than 5 mm. There was no calcium, plaque, stent, or significant stenosis near the puncture site, and no prior closure nor pre-existing complications such as hematoma, arteriovenous fistula, or pseudoaneurysm were present. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change from black-and-white to fully black, resulting in failure to achieve vascular closure. Manual compression was used to complete the procedure. There was no reported patient injury. The indicator wire cowling locked properly and an audible click and pulsatile flow were observed. The exoseal vascular closure device (vcd) and the non-cordis sheath were retracted together until bleed back slowed, with no black seen in the indicator and no red displayed in the indicator window. The physician kept their thumb on the plug deployment button during retraction, and upon device removal, the indicator wire loop was in an ejected state. The procedure used a retrograde approach, and the exoseal vcd was applied during an interventional procedure. The operator was trained, and the device was stored and prepared according to its instructions for use (IFU). No damage to the device or packaging was observed prior to use. Angiography verified an insertion angle of approximately 40 degrees, and the vessel diameter was greater than 5 mm. There was no calcium, plaque, stent, or significant stenosis near the puncture site, and no prior closure nor pre-existing complications such as hematoma, arteriovenous fistula, or pseudoaneurysm were present. One non-sterile 7f exoseal vascular closure device was returned for investigation. Visual inspection showed that the deployment lever was not depressed, while the guard was locked. The plug was found in its manufactured position, and the indicator wire was found fully deployed. An 8f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. The indicator window was observed in the black/white position. No additional anomalies were reported during this visual analysis. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high-magnification microscopic evaluation was conducted to examine the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since functional analysis was completed and full window transition with successful plug deployment was achieved. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, user-related factors (user error) such as the physician resting a thumb on the deployment lever during the retraction step may have contributed to the reported no change to indicator experienced. As well as the 8f sheath which was returned inserted into the 7f exoseal device may have further affected the device. As stated in the indication for use (IFU), ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. The indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.